Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. The manufacturer¿s international service technician could not confirm or duplicate the reported issue. However, the device logs did confirm the occurrence of "vent inop error 100a". The manufacturer¿s international service technician replaced the data acquisition (da) printed circuit board assembly as a preventive measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04/28/2019. Failure analysis on the returned data acquisition (da) board shows that no fault found. Failure investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/18/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator inoperable alarm sounded and it was unable to be silenced. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.